Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-19570.

Event description:
It is reported that the patient experienced a low blood glucose level of 47mg/dl. The customer treated with food. No further information was provided.